Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin pump had motor error while delivering a bolus and the drive support cap was flush. Customer's blood glucose level was 223 mg/dl at the time of incident. Customer stated that insulin pump had no delivery alarm. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test, occlusion test. No motor error alarm or delivery during testing noted. The motor was tested outside the unit and passed. Drive support disk look normal.